Manufacturer narrative:
Title: parenchymal-sparing hepatectomy for colorectal liver metastases reduces postoperative morbidity while maintaining equivalent oncologic outcomes compared to non-parenchymal-sparing resection source: surgical oncology volume 38, september 2021, 101631. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent liver resection for colorectal liver metastases (crlm) between 2012 and 2019. The aim of the study was to compare the postoperative outcomes and long-term survivals of patients undergoing parenchymal-sparing resection (psr) with those patients undergoing non-psr in the entire cohort of consecutive patients treated in the center crlm after stratifying the patients according to the burden the tumor burden score. Parenchymal transections were performed with the stapler combined with other devices. There were 153 patients in the study and complications included: postoperative bleeding. Blood transfusions were required. No other interventions were reported.